Event description:
A representative reported that, during a new pump implant, the doctor went to deploy the anchor system and the ¿there was a metal piece that kind of broke inside¿. The anchor was deployed correctly, and they did not have to remove it where it was placed. They further stated that the deployment tool ¿almost kind of crumbled in their hands¿. The representative also noted that, regarding the stylet/guidewire, ¿the little white plastic piece that bends off, and is able to be pulled out, also fell off¿. The representative later reported that the patient was getting great therapy and was doing well. The medication used within the system was morphine. The patient recovered without sequela.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis of the anchor and guidewire revealed damage occurred to the guidewire during the implant procedure. The returned anchor deployment tool did not show any anomalies.